Event description:
It was reported that the tilt actuator cable on a powered wheelchair was loose during use, causing the chair to stay in a tilted position. There was no report of user injury or medical intervention.